Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the latch pin spring is broken. There was patient involvement, however, no adverse consequences are reported.